Event description:
It was reported that a retaining spring broke off the cylinder of an exam light while being articulated. The hosp requested that the light be replaced with a different style exam light. Alm will be replacing the exam light under warranty.